Event description:
Patient was brought to the emergency room for evaluation of chest pain which was accompanied by weakness, sweating, and vomiting x 1. The patient experienced a cardiac arrest and responded to resuscitative efforts. An external pacemaker was applied.when the pacemaker was applied, there appeared to be a minor problem with an electrode connector which was not making contact. When the electrode connector was "jiggled", the external pacer worked appropriately. An EKG strip indicated effective pacing from that point on. Patient subsequently died, however death was not attributed to this incident.physio control technician report indicates: "pfc at c1 - pacer removed from service...."device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: electrical problem, connector or adaptor. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.